Event description:
During a review of programming and diagnostic history in the programming history database. It was observed that the vns pts device revealed high lead impedance, dcdc converter code of 5, output status ok, when a system diagnostic test was performed at a follow up visit. X-rays were taken and sent to MFR for review and to assess the continuity of the system. Only pa x-rays views were taken of the chest and neck and no lateral views were available. There were no obvious lead discontinuities observed in the x-ray views received. There was a possible sharp angle in the lead visualized after the strain relief bend in the neck region, which was located before the first tie-down; however, this cannot be confirmed as this section of the lead was only visible in the pa view and no other views were available. The lead pins appeared to be fully inserted inside the generator connector blocks. There was no report of any trauma or manipulation to the device site prior to the high lead impedance test result. The physician referred the pt to a surgeon, and surgery subsequently occurred where only the generator was replaced. Intra-operative system diagnostic test results with the new generator connected to the existing lead revealed normal results, with a dcdc converter code of 2. The explanted generator was discarded after it was removed, and is therefore, not available to be returned to MFR for analysis. Good faith attempts to obtain additional info from the treating physician regarding current diagnostic test results and the status of the pt have been made, but no response has been received to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Analysis of programming history. X-rays reviewed by the MFR, no gross lead discontinuities visualized.